Event description:
The customer reported the ventilator alarmed due to a vent inop when being set up for use. The device was not in use; therefore, there was no patient involvement or harm. Vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse reported when the unit was powered on, it would go vent inop due to a power on self test (post) timer/24 volt failure. During testing of the backup battery, the fse reported the unit shut down after disconnecting the ac power. The fse replaced the backup battery to address the reported problem. Applicable final testing was performed per operating specifications and passed.